Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. Troubleshooting identified the device could not activate. The issue was isolated to the activation button. The device was disassembled, and a fluid ingress was found inside the handle body and on the activation button contacts. The fluid ingress caused a discontinuity in the circuit of the device which affected the device's ability to activate and complete its seal cycle. This was likely caused by holding the jaws in a large amount of fluid, with the handle positioned lower than the jaws, allowing liquid to travel down the shafts and into the handle body. It was reported that the device stopped working. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that there was no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy (ladg), the device was energized without any problems for about 1 hour after the start of the surgery, but after one hour during handling the gastric omentum, the seal completion sound was heard but no output was generated and no regrasp alert. The jaw region was cleaned every time it got dirty. The surgery was completed without any problems when only the disposable part was replaced with a new one. There was no patient injury.